Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter was indwelling for eight days when a leak from the white port was noticed. No report of patient injury or consequence. Therapy was not delayed.

Event description:
The customer reports the catheter was indwelling for eight days when a leak from the white port was noticed. No report of patient injury or consequence. Therapy was not delayed.

Manufacturer narrative:
(B)(4). The customer returned one cvc, 2-l catheter and a syringe for evaluation. After the catheter failed functional testing, it was exami ned using magnification. A small leak was observed approximately 125mm from the juncture hub, where the catheter looked to be sutured. The returned catheter measured 10.50". This is not within the specification per catheter body drawing. Therefore, it appears that the tip of the catheter body was not returned. The outer diameter of the catheter body measured 0.056" which is within specification according to catheter body drawing. The returned catheter was functionally testing by clamping the distal end of the catheter body and injecting water through the luer hub using the returned syringe. When water was injected, a small leak was observed from the catheter body. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by complaint investigation. The catheter contained one small leak inside the catheter body. The small leak was observed to be in the same location where the catheter looked to be sutured. A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned device, user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.